Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call delivery issues and low blood glucose. The customer's blood glucose was 39mg/dl at the time of call. Trouble shooting was declined for the low blood glucose. Customer treated the low blood glucose with food. The customer reported the device did not suspend insulin delivery and it stayed in auto mode then blood glucose dropped to below 40. Explained that in auto mode the auto suspend feature is turned off. Customer is visiting healthcare professional and will discuss the event. Advised to monitor the insulin pump and call the helpline if has any other concerns. The insulin pump will not be returned for analysis.